Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right atrial lead was picking up noise resulting in inappropriate mode switches. The lead had low impedance measurements of 100-200 ohms and intermittent capture. It was determined that the lead had dislodged. The device was programmed to vdd until the device changeout procedure. As the device neared elective replacement time, the patient complained of shortness of breath with exertion as the sinus rate had slowed. During the changeout procedure, this lead was surgically abandoned. No adverse patient effects were noted.